Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of ¿missing pixel¿ was confirmed. Visual inspection found one pixel on lcd display were dead. Fault follows lcd display, known good display attached to pcu functioned as expected. Defective lcd display. Return to bd san diego repair center for processing. Recommend bd san diego repair center replace lcd display. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had missing pixel. There was no patient involvement.